Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that she changed her infusion site every 2 days. The customer stated that there was a sore where the needle goes in. The customer stated that the dry blood on the adhesive concerned her. The customer's blood glucose dropped to under 29 mg/dl and the paramedics had to be called. The paramedics advised the customer to disconnect the pump. The customer declined to troubleshoot for high readings.